Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported that the battery lasts shorter than expected. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveal multiple occurrences of the following related alerts/alarms around the event date: 104=low battery alert occurring (B)(6) 2021. Each alert is within the expected interval of 2 weeks of one another. The adapt tool did not list any unusual pump errors whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After inserting a known good pcba2 and a known good pcba1 into the test case, the sleep current measurement fell within specs. After swapping the test pcba2 onto a known good pcba1 and then into the test case, the sleep current measurement read high, but after inserting a known good pcba2 onto the test pcba1 and then into the test case, the sleep current measurement fell within specifications again. In summary, the customer¿s report that the battery lasts shorter than expected was confirmed during testing. The high sleep current measurement is isolated to pcba2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery last less than expected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.